Event description:
It was reported that pump wake button stopped working and customer later experienced difficulty turning pump on and off, needing to press very hard on button. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump, and distributor confirmed button fault, with pump starting, charging, and connecting to computer, and customer was provided replacement pump for continued use.